Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The device history review for the product hemolok l clips 6/cart 84/box lot# 73c1800423 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found 2 clips broken when ligating the umbilical ligament. Another applier was used to conduct ligation when another 2 clips broke. The broken clips were removed from the patient. Then he tested the remaining 2 clips, the 2 clips broken. The brand of the applier used is kangji. The doctor then changed to a cartridge of the same lot and the treatment was successful.

Manufacturer narrative:
Qn#(B)(4). The customer returned four loose clips from 544240 hemolok l clips 6/cart 84/box for investigation. The lidstock was also returned. The clip cartridge was not returned. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that all of them were returned with the hook broken off. The clips appear used as there is biological material present on the clips. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The reported complaint of "clip broken during use" was confirmed based upon the sample received. Four loose clips were returned. All clips had broken hooks. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue.

Event description:
It was reported that the doctor found 2 clips broken when ligating the umbilical ligament. Another applier was used to conduct ligation when another 2 clips broke. The broken clips were removed from the patient. Then he tested the remaining 2 clips, the 2 clips broken. The brand of the applier used is kangji. The doctor then changed to a cartridge of the same lot and the treatment was successful.